Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and one 34 mm aortic extensions. Endoleak type iii was reported and resolved by implanting another 34 mm aortic implant.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.